Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and additional information. The information received also indicated that the device will not be returned for evaluation per hospital protocol. As examination of the device may not conclusively confirm or disprove the report of sizing, quality accepts the physician's observations as to the reason for surgical intervention. The lot # indicated on the implant registry form for the pump/cylinder set is not correct. As the device was not returned, the lot # could not be confirmed. Therefore, a review of the device history record, complaint history database, nonconformances or capas could be completed on the pump/cylinder set.

Event description:
Additional information received from the tm stated that an 18cm device was removed and replaced with a 18cm +1 cm rear tip extender device (19cm total).

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, size - patient preference.